Manufacturer narrative:
Updated fields: b4; e1 event site state; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: d4 expiration date, catalog number; h4. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character restrictions in block e1: full event site name is: (B)(6). UDI in d4 is incomplete because the lot number, manufacture date, exp. Date is not available. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer had difficulty getting a intra aortic balloon (iab) through a sheath. So they replaced it with another balloon. There was no patient impact.